Manufacturer narrative:
1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. Initiating physician and concomitant device information is unknown at this time. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation over a year ago and has not charged the ipg since losing stimulation. As a result, the physician explanted and replaced the patient¿s ipg with a competitor¿s model.